Event description:
Boston scientific crm received information that high shock impedances of greater than 125 ohms were noted. It was noted that shock impedances had been out of range since the patient had a revision procedure shortly after the initial device implant to correct high rv pacing impedances. Ts discussed several troubleshooting options. A revision procedure was performed, during which this patient's device was explanted and replaced. It was noted that with the new device, shock impedances were 115 ohms with low voltage impedance testing and were 80 ohms post defibrillation testing. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that shock impedance measurements continued to gradually increase. Defibrillation threshold (dft) testing as well as two commanded shocks were given to test the shock impedance measurements. The patient also had three therapeutic shocks from the device. All shocks revealed shock impedance measurements of 95 to 100 ohms. No additional adverse patient effects were reported. The lead remains in service.